Event description:
The device was used during a radical nephrectomy procedure. Reportedly, the instrument misfired. The surgeon stated that the device was fired over staple line. The surgeon sutured to complete the procedure. No pt injury was reported.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as the subject staple cartridge was not returned for evaluation.